Event description:
1) device was applied to two incisions on the lateral aspect of the left breast on 4/12/06 following a breast biopsy. 2) on 4/19/06 the patient reported redness, edema, and slight bloody drainage. The patient also reported some white drainage from the most lateral incision at this time. 3) on 4/20/06 the patient was seen by her doctor and the adhesive was removed and the patient put on keflex 500mg. Bid. 4) the patient states that some water got under the device while she showered; there was also some sweating from wearing a bra. The attending provided antibiotics and advised the patient to not remove the device and to allow it to slough off normally. 5) cultures to confirm infection and organism(s) were not done. Patient is a nurse and stated she knows it was an infection. 6) the patient does not have any sensitivity to formalin or cyanoacrylates. 7) the patient's current condition is unknown. 8) product was not returned.

Manufacturer narrative:
Some information for this report had not been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification. The product is provided sterile and has been shown to inhibit bacterial growth. It is not likely that the reported infection was caused by the device, but was from some other factor. Infection is a post operative complication that can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the patient's condition before device application.